Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified common iliac artery. An 8.0 x 40 x 135 cm express ld stent was advanced to treat the lesion. However, upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported.